Manufacturer narrative:
The stretcher was returned to manufacturer. A visual and functional evaluation was conducted and the reported issue was able to be duplicated. Root cause was traced to a valve in the actuator. The actuator was replaced and the stretcher was returned to the customer.

Event description:
It was reported while operating the stretcher it unexpectedly lowered a distance greater than 1 expected position. No patient involvement was reported and there was no report of injury as a result of the issue.

Event description:
It was reported while operating the stretcher it unexpectedly lowered a distance greater than 1 expected position. No patient involvement was reported and there was no report of injury as a result of the issue.